Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that patient¿s ¿older¿ rechargeable ins took too long to recharge. The caller was unsure when this issue presented, but noted that it was before 2016. The issue was not ongoing. No further details were provided. No patient symptoms were reported. The indication for implant was unknown.